Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump failed the leak test. The pump leaked at a crack on the back of the case. The pump was received with intermittent buttons. The problem was isolated to the keypad assembly. The pump was received with the keypad connector properly connected. No damage or moisture damage on the keypad assembly was noted. The pump was received with a cracked case on the back at the battery tube area. The pump was received with a cracked keypad overlay at the select button, and minor scratches on the lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump became unresponsive. The minutes changed on the display as normal. The blood glucose reading was 5.1 mmol/l. It was advised that the insulin pump would be replaced and that the customer discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions.